Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare sales support that the heartstart xl "battery box has a problem, battery put into battery box. It might be a problem of spring in the battery box." There was reported patient involvement.